Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00933. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months. Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow events; however, a specific cause could not conclusively be determined through this evaluation. While a specific cause for the malpositioned inflow cannula could not be conclusively determined through this evaluation, previous complaint experience suggests that pump malpositioning can potentially contribute to issues with flow. The controller event log files contained data from (B)(6) 2018. These log files contained multiple low flow events throughout the log files when the estimated flow dropped below a threshold of 2.5 lpm. Multiple of these events lasted for 10 seconds or more, long enough to trigger a low flow alarms. Despite the low flow events, the pump speed remained above the low-speed limit for the duration of the log file. The patient remains ongoing on heartmate 3 left ventriculuar assist system (lvas). The heartmate 3 lvas instruction for use (IFU) warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient was admitted into the hospital with 3 episodes of asymptomatic low flow alarms as low as 1.8 lpm. Transthoracic echocardiogram revealed that there was no indication of right ventricular failure. Ramp echocardiogram was performed and speed remained unchanged. There were also normal filling pressures at that time. On (B)(6) 2018, it was reported that the system controller was exchanged and the low flow alarms reoccurred. It was also reported that the patient¿s blood pressure was under control and fluid status was normal. On (B)(6) 2018, it was reported that a surgical procedure to reposition the inflow conduit was performed. No additional information was provided.